Event description:
The clip implant would not deploy, a second device was opened to complete procedure. Manufacturer response for atricure atriclip pro, atricure (per site reporter). Manufacturer provided rga# for product return evaluation.